Manufacturer narrative:
The failure investigation has been completed and the cartridge alarm 19 issue was verified. Based on the analysis, the alleged cartridge alarm 5 issue was verified in the pump logs; however, no failure was identified in relation to the cartridge alarm 5.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Additionally, it was reported that the customer received a cartridge alarm 5 during the load process. There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.